Event description:
An outside law firm reported that a patient experienced failure of a left knee prosthesis that required revision surgery. According to the operative report dated (B)(6) 2025, the patient underwent revision arthroplasty of the left knee due to a failed left aesculap total knee replacement. The operative report indicates that the femoral component demonstrated debonding and delamination of the bone cement from the posterior aspect of the femoral component, and the tibial component was noted to be loose. The existing prosthetic components and residual bone cement were removed during the procedure. The femur and tibia were prepared and revision components were implanted using bone cement. Trialing reportedly demonstrated stability through range of motion without varus or valgus laxity. The wound was irrigated and closed in layers, and the patient was transferred to recovery following the procedure. No intraoperative complications were reported in the operative record.

Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.